Event description:
A (B)(6) spontaneous report was received from a male consumer. Age not provided. Initials anonymized. Medical history and concomitant medications not provided. Dr. Scholl's custom fit orthotics, cp440 used for "making my feet more comfortable." Therapy dates not provided. The consumer reported that the dr. Scholl's custom fit orthotics were ineffective and he reported "they have left the big toes in both of my feet permanently without sensation," and caused "permanent nerve damage." He stated "the loss of sensation in my toes was directly related to using the inserts." He also stated that he was in the process of seeing several podiatrists and orthopedic doctors in hopes of regaining "the feeling" in his toes. Outcome not recovered/ not resolved.